Event description:
It was reported that the fluoro congruence on the stenoscope system exceeded the limit by 4%. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.